Event description:
It is reported that a customer was hospitalized for high blood glucose of 581mg/dl. The customer went into diabetic ketoacidosis. The caller was the hospital pharmacist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.